Event description:
A "weird noise" was reported. The ch and the hls set were replaced during treatment. The customer confirmed that there were clotting inside the hls set which leads to the failure. It was confirmed, that the cardiohelp does not have a malfunction after testing by a getinge technician. No harm to any person has been reported as the ch and the hls set was replaced, a report is needed complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there was a "weird noise" during treatment. The cardiohelp (ch) and the hls set were exchanged during treatment. The customer confirmed that there were clotting inside the hls set, which leads to the failure. It was confirmed, that the cardiohelp does not have a malfunction after testing by a getinge technician. No harm to any person has been reported. As the cardiohelp was replaced, a report is required. The following patient dates were provided: sex: female, weight: 62kg, age: 69 years. A getinge technician was sent for investigation. The failure could not be replicated and no parts were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and there was no fault on the date of event. The technician confirmed that the root cause is a defective hls set. The affected hls set will be investigated in complaint (B)(4); (8010762-2026-0000204). In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. Further it is stated that re-seating of the hls set is necessary to exclude connection problems. The device was manufacture on 2014-12-10. The review of the non-conformities has been performed on 2026-04-30 for the period of 2014-12-10 to 2026-04-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "weird noise" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.